Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed no right atrial lead capture on the presenting electrogram (egm.) The lead remains in use. No patient complications have been reported as a result of this event.